Manufacturer narrative:
This report is only for the primary console. The report on primary motor, backup motor, and backup console is reported under MFR #2916596-2019-02546, MFR #2916596-2019-02548, and MFR #2916596-2019-02549, respectively. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on centrimag (cmag) and the rpm dropped to 3200 from the set speed of 4000 to 4300 rpm. The lpm was showing dashes. The clinical team attempted to increase the rpm, but the system did not respond. The motor produced humming noise and was switched out with a backup system. The backup system motor made the same loud humming noise and the same situation occurred as before. The backup system was switched out with a loaner system.

Manufacturer narrative:
Section a1, a2, a3, h3, h4, h5, and h8: additional information. Manufacturer's investigation conclusion: the reported event of the rpm dropping, blank flow, an unresponsive system was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis. A log file was downloaded from the returned console. A review of the downloaded log file showed events spanning approximately 143 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The console was operating the motor at a speed ~4500 rpm with a flow ~4.1 lpm. On (B)(6) 2019 at 05:11, the sub fault ¿sf_ifd_shutdown_detected¿ activated and triggered the alarms ¿system alert: s3¿, ¿set pump speed not reached: m5¿, and ¿flow below minimum: f3¿. At 05:22, the alarm ¿flow signal interrupted: f2¿ activated. The speed dropped from ~4500 rpm to ~3300 rpm and the flow dropped from ~4.1 lpm to 0 lpm. The f3 and m5 alarms were able to be cleared. A similar series of events had occurred previously in the log file on (B)(6) 2019 (motor serial number (B)(6) reported under MFR # 2916596-2019-00491, console serial number (B)(6) reported under MFR # 2916596-2019-00449). The centrimag 2nd generation primary console was forwarded to the service depot for analysis and was evaluated and tested. The service depot was unable to verify or duplicate the reported event. The console was run for an extended period of time with a test motor and flow probe, as well as the returned and associated motor (serial #: (B)(6), reported under MFR # 2916596-2019-02546). No alarms were received and no issues with flow were found. No abnormal noise from the pump or motor were observed. The console performed as intended. A successfully battery maintenance was performed. The returned console was found to function as intended. As a result, the reported event could not be correlated to a console related issues. The console was returned to the customer. Although the reported event was not reproduced, reports of similar events have been documented and corrective action has been initiated to investigate the issue further. The investigation has determined that the issue is not related to a 2nd generation primary console related issues. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.